Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found one large hole was observed at the pellethane insert area of the tip cover approximately 1.22 from the distal end. The damage did not resemble arcing or localized melting. The hole was not circular or uniform in nature. Several deep scratches and slit marks reside around the hole as well. Material was missing. Several slit marks were observed at the overmolded silicone of the tip cover, ranging 0.035 to 0.060 from the distal end. Slit marks have caused the surface to start peeling off. The slit marks were not axially aligned and occurred in various directions. The scratch marks were also found in the silicone section around the mouth of the tip cover but no tears were observed. The evidence was inconclusive, but the damage was likely due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si supracervical hysterectomy procedure the mcs 8 mm tip cover accessory installed on the monopolar curved scissors instrument was noted to have holes and look melted. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.